Manufacturer narrative:
Cmp-(B)(4). This report is being submitted to relay on initial information and investigation results. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06156. Concomitant medical products: trilogy longevity constrained liner 50/52/54x28, catalog#: 00633405028, lot#: 63570402. Kinectiv modular neck j, catalog#: 00784803400, lot#: 63652408. M/l taper kinectiv stem size 12.5, catalog#: 00771301200, lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. The patient had very thin fascia lata, very thin subcutaneous tissue and thin gluteus maximus. This can be attributed to the recurrent dislocations. However, a definitive root cause cannot be determined by the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately 2 month after previous revision surgery, due to recurrent dislocation. The head and liner was removed and replaced. Attempts have been made and no further information is available at this time.